Event description:
An implantable pulse generator (ipg) system was returned from the hospital after the death of the patient with no additional information. Information identified in the manufacture's database indicated the patient died approximately three days post implant of the system. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.